Manufacturer narrative:
Age at time of event: (B)(6) years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and mildly calcified aorta. A 25cm 14fr non-bsc introducer sheath was placed. A 035x260mm non-bsc guidewire was advanced to cross the lesion. Subsequently, a 33/7/2/100 equalizer balloon catheter was advanced to the lesion. A 10ml saline was injected into the balloon. However, the balloon ruptured upon the first inflation at 10 atmospheres after a duration of 30 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon was torn/spilt. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and mildly calcified aorta. A 25cm 14fr non-bsc introducer sheath was placed. A 035x260mm non-bsc guidewire was advanced to cross the lesion. Subsequently, a 33/7/2/100 equalizer¿ balloon catheter was advanced to the lesion. A 10ml saline was injected into the balloon. However, the balloon ruptured upon the first inflation at 10 atmospheres after a duration of 30 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.